Manufacturer narrative:
Medtronic received the following information from a journal article entitled; comparative effectiveness and safety of laser, needle, and ¿quick fenestrater¿ in in situ fenestration during thoracic endovascular aortic repair wang x, wu j, zhi k, zou s, jin j, bai j and qu l front. Cardiovasc. Med. 10:1250177. Https://doi.org/10.3389/fcvm.2023.1250177    earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Average  medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
101 patients underwent a  tevar for aortic disease (dissection, n = 62; aneurysm, n = 16, or ulcer, n = 23) on unknown dates over a 3 year period . Valiant captivia and non mdt stent grafts were fenestrated using either a laser , needle or ¿quick fenestrater¿ prior to being implanted. The technical success rates of the laser, needle, and qf fenestration groups were 94.1%, 94.4%, and 100%, respectively. The following adverse events were reported;  ischemia, access site hematoma, thrombus , occlusion , intervention  patient mortality was reported but there is no causal link that a medtronic stent graft caused or contributed to any death.